Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2013 due to increased capture threshold. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).